Manufacturer narrative:
(B)(4)

Event description:
It was reported that increase in pacing lead impedance and increase in capture threshold was observed during follow-up. St. Jude medical technical services suspected lead fracture. No other electrical anomaly was noted. Physician decided to monitor the patient. Patient's condition was fine.